Event description:
The endo gia ultra universal stapler broke while being used to close the abdomen. The endo gia stapler is a reusable stapling device. The staples are added to the end of the stapler. When the stapler is fired, the used staple is removed and a new one is added. The stapler had been used a couple of times before it malfunctioned.